Manufacturer narrative:
These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events noted in this MDR could not be matched to any information previously reported to si-bone. Publication: sacroiliac joint arthrodesis-mis technique with titanium implants: report of the first 50 patients and outcomes-leonard rudolf, m.d., the open orthopaedics journal, 2012, 6, 495-502.

Event description:
The reviewed literature article contained a study of 50 patients that underwent minimally invasive surgery using the ifuse system prior to july 2010. The source literature reported that three patients who had subcuticular skin closure developed superficial cellulitis and one patient developed a deep soft tissue wound infection. These events resolved after antibiotic treatment.